Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The field service representative replaced the measuring cells and gear pump head. A general reagent problem was not present because the qcs before the event were within the specified ranges; isolated non-reproducible results also do not represent a general malfunction of the assay. The event's cause could not be determined based on the provided information.

Event description:
The initial reporter received questionable troponin t hs elecsys assay results from multiple patient samples tested on the cobas e 801 analytical unit. The following discrepant results were provided: on (B)(6) 2024: sample (B)(6). The initial result was 7.0 ng/l. This was deemed the final result. The first repeat result was 14.0 ng/l. The second repeat result was 8.3 ng/l. On (B)(6) 2024: sample (B)(6). The initial result was 10.8 ng/l. The first repeat result was 6.3 ng/l. This was deemed the final result. The second repeat result was 6.5 ng/l. On (B)(6) 2024: sample (B)(6). The initial result was 9.9 ng/l. The first repeat result was 21.4 ng/l. The second repeat result was 11.7 ng/l. On (B)(6) 2024: sample (B)(6). The initial result was 23.9 ng/l. The first repeat result was 17.7 ng/l. This was deemed the final result. The second repeat result was 17.8 ng/l. On (B)(6) 2024: sample (B)(6). The initial result was 3.6 ng/l. The first repeat result was 8.2 ng/l. The second repeat result was 7.9 ng/l. This was deemed the final result. The third repeat result was 7.7 ng/l. The fourth repeat result was 8.08 ng/l. A 4.4 ng/l (carryover) result was also reported. On (B)(6) 2024: sample (B)(6). The initial result was 97.2 ng/l. The first repeat result was 8.8 ng/l. This was deemed the final result. The second repeat result was 9.2 ng/l. The third repeat result was 9.0 ng/l. On (B)(6) 2025: sample (B)(6). The initial result was 32.4 ng/l. The first repeat result was 4.5 ng/l. The second repeat result was 5.1 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.